Event description:
The screw head broke during insertion causing a 20 minute delay in surgery.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as lot number required to review the device history records was not provided. Provided info states the screw would not lock because it would not engage the far cortex. Although the complaint is non-verifiable, the pt's age, activity level, and bone quality may be a contributing factor. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.